Manufacturer narrative:
The customer¿s report of the lvp shutting off was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. The only anomalies noted were that both iui connectors were dull and had signs of corrosion. Review of the pcu event log shows that at 5:11pm on (B)(6) 2016 the device was programmed to infuse norepinephrine 16mg/250ml (drugid 300) at 49.5ml/hr. The infusion ran until 2:49pm on (B)(6) 2016 when the device was turned off by the channel off button being pressed. During the infusion, the rate, dose, and vtbi were changed several times. At 3:07pm the previous infusion was restored and the infusion was restarted. At 3:18pm, the device was again channeled off. The volume recorded as being infused between 5:11pm on (B)(6) 2016 and 3:18pm on (B)(6) 2016 was 1245.292ml. The root cause of the customer¿s report of the device shutting off was identified as the device's channel off button being pressed.

Event description:
The customer reported that the patient's blood pressure began to fall and at 3:00pm the nurse noticed the levophed infusion was off. The nurse restarted the levophed infusion, however the blood pressure continued to fall and the patient died at 3:20pm. The patient was critically ill with a dnr in place. The customer does not allege the pump malfunctioned and requests an investigation to determine the programming and possible alarms that may have occurred for the channel running the levophed infusion.